Event description:
This case was reported by a consumer and described the occurrence of macular degeneration in a patient who used super wernet's (super wernet's denture adhesive powder) for loose dentures. The consumer contacted the MFR regarding a product inquiry, to praise the product and to make a product complaint. A physician or other health care professional has not verified this report. Concomitant medications include super poligrip denture adhesive powder and super poligrip denture adhesive cream. In approximately 1998, the patient started using super wernet's. In 2001, the patient was diagnosed with macular degeneration. In addition, the patient experienced a cataract in one eye and underwent cataract surgery in 2003. The event of macular degeneration is unresolved. Treatment with the super wernet's is continued.